Event description:
It was reported the patient experienced a motor stall due to an MRI. The motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient was at the clinic where the hcp planned to wait 10 minutes and then reinterrogate the device to check for recovery. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.